Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number or catalog number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number or catalog number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Company rep reported a port leak. F/u info: healthcare professional reported "the tubing cracked 4 to 5 centimeters from the actual port" of a lap-band system. This problem was first noticed when the physician "would put fluid in, but nothing would come back." The port was removed and replaced.